Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and a drain was placed. The drainage was weak because the drain had a crack. The surgeon cut the drain near the cracked area and re-connected the reservoir, then the drain worked normally. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.